Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/29/2019. It was reported pull off suture needle. One empty labeled winding former, a detached needle and a suture piece were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2644, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on (B)(6) 2019 and suture was used. During uterine suturing by interrupted suturing, the suture was detached from the needle. It was not a control release needle. There were no adverse consequences to the patient.